Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A separation with abrasion adjacent to it was noted on the longer exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the longer exhaust tube of the pump indicated that the tube had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.